Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there were high impedances of >40,000 ohms on contacts 2 and 3. The rep said they checked impedances in the or during implant and all were normal. The rep then checked impedances in the pacu and all were 40000 ohms. The rep stated they didn't check all the reference electrodes, they continued to check multiple times and finally started to see the values normalize except contacts 2 and 3 which showed as red. The rep checked impedances several more times and the lead 8-15 resolved and impedances were at around 1000 ohms but the 0-7 lead had only contact 2 and 3 that did not resolve. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was not determined. The possibility of fluid and inflammation after the surgery was considered. The patient was programmed around the contacts that were high. It was unknown if the issue was resolved.